Manufacturer narrative:
Voltage and frequency readings were 4.64 and 291.5 respectively; both are within specifications. A free air test was conducted on one array of the unit to identify presence of performance issues. Temperature readings were: (B)(6). Unit was found to be performing within established guidelines. Visual inspection of arrays indicated use with cream or ointment which can adversely affect the unit operation, as indicated in safety information manual provided with all units. Patient was uncooperative when telephoned to determine products used.

Event description:
Patient developed a burn on foot following treatment with the anodyne home unit. The burn blistered and became infected. Patient did not report medical intervention was required.